Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy'), ovarian cyst ('left ovary simple cyst 29x25 mm') and adnexa uteri cyst ('adnexal cyst') in a 48-year-old female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included laryngitis in 2012, bronchitis in 2008, acute pyelonephritis in 2007, multi gravida, spontaneous abortion, elective abortion and parity 3 (last delivery in 2004). Denied any relevant past medical-surgical history at the time of the events. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2011, the patient experienced neck pain ("cervicalgia") and the first episode of anxiety ("anxiety"). In 2012, the patient experienced the second episode of anxiety ("anxiety"). On(B)(6) 2016, the patient experienced ovarian cyst (seriousness criterion medically significant), abdominal discomfort ("hypogastric discomfort.") And erythema ("maculopapular erythema on abdomen"), 9 years 7 months after insertion of essure (ess205). On (B)(6) 2016, the patient experienced vulvovaginal dryness ("vaginal dryness") and vaginal disorder ("changes in flora suggestive of vaginosis"). On (B)(6) 2018, the patient experienced adnexa uteri cyst (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced pyelonephritis acute ("acute pyelonephritis"). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia"), the first episode of pelvic pain ("pain increasing in intensity") and dysmenorrhoea ("dysmenorrhea"). In 2018, the patient experienced hypertension ("arterial hypertension") and iron deficiency anaemia ("anaemia") and was found to have adenoma benign ("mucinous cystadenoma"). On (B)(6) 2018, the patient experienced coeliac disease ("coeliac disease"). On (B)(6) 2019, the patient experienced anaemia ("secondary anaemia"). In 2019, the patient experienced the third episode of anxiety ("anxiety"). On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("excessive vaginal bleeding"), the second episode of pelvic pain ("pelvic pain"), metal poisoning ("metallosis"), headache ("intense headaches"), back pain ("lumbar pain"), fatigue ("tiredness"), alopecia ("hair loss"), loss of libido ("lack of sex drive"), anger ("rage fits against her environment"), depression ("depression") and sleep disorder ("sleep disorder"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with escitalopram oxalate (lexatin), surgery (left laparoscopic adnexectomy on (B)(6) 2018 and subtotal hysterectomy, right adnexectomy and left salpingectomy performed) and wound care (laparoscopic cyst removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the allergy to metals, swelling, hypersensitivity, vaginal haemorrhage, the last episode of pelvic pain, metal poisoning, headache, back pain, fatigue, alopecia, loss of libido, anger, the last episode of anxiety, depression, pyelonephritis acute, abdominal discomfort, erythema, vulvovaginal dryness, vaginal disorder, dyspareunia, coeliac disease, dysmenorrhoea, hypertension, neck pain, iron deficiency anaemia and sleep disorder outcome was unknown and the ovarian cyst, adnexa uteri cyst, adenoma benign and anaemia had resolved. The reporter considered abdominal discomfort, adenoma benign, adnexa uteri cyst, allergy to metals, alopecia, anaemia, anger, back pain, coeliac disease, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, hypersensitivity, hypertension, iron deficiency anaemia, loss of libido, metal poisoning, neck pain, ovarian cyst, pyelonephritis acute, sleep disorder, swelling, vaginal disorder, vaginal haemorrhage, vulvovaginal dryness, the first episode of anxiety, the first episode of pelvic pain, the second episode of anxiety, the second episode of pelvic pain and the third episode of anxiety to be related to essure (ess205). The reporter commented: she underwent essure removal surgery (subtotal hysterectomy + right adnexectomy + left salpingectomy) when she was 55 years old, due to nickel allergy and complications associated with such allergy. She was referred from the outpatient department. On a medical report from (B)(6) 2019 stated that no metallic devices similar to essure appear to be present. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: positive results to percutaneous testing / allergy to metals such as nickel, to tin, and questionable sensitisation to palladium, aluminium and copper. Gynaecological examination - on (B)(6) 2016: complains of hypogastric discomfort. Maculopapular erythema on abdomen; on (B)(6) 2016: changes in flora suggestive of vaginosis. Complains of vaginal dryness; on (B)(6) 2018: referred for intervention of left ovarian cyst which has grown in size. Hysterosalpingogram - on (B)(6) 2007: bilateral tubal obstruction. Pathology test - on (B)(6) 2016: negative for intraepithelial lesion or cancer; on (B)(6) 2019: mucinous cystadenoma; on (B)(6) 2019: a) uterus (subtotal hysterectomy) : endometrium: atrophic, no lesions; fallopian tube: focal subepithelial fibrosis. B) right ovary (right adnexectomy) - no significant histopathologic changes. Ultrasound scan vagina - on (B)(6) 2016: uterus anteverted and anteflexed, triple-line endometrium. Right ovary normal, left ovary shows a 29 x 25 mm rounded anechoic image compatible with possible simple cyst. No free fluid in douglas pouch; on (B)(6) 2018: right ovary normal. In left adnexal area, there is a 4 x 3 cm well-defined mass with no septa or papillae, colour map (-), apparently dependent on left ovary. Douglas pouch is clear; on (B)(6) 2018: left ovary: well-defined, anechoic formation with no papillae or septa, measuring 64 x 44, does not capture doppler. Referred for laparoscopic cyst removal; on (B)(6) 2018: 74 mm anechoic cyst in left adnexa somewhat central and in front of uterus; on (B)(6) 2019: uterus and right adnexa normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: the follow information were updated consumer's reporter information, patient details, medical history, lab data, other treatment product, lower abdominal discomfort, ovarian cyst, localised erythema, vulvovaginal dryness, vaginal disorder, adnexal cyst, acute pyelonephritis, dysmenorrhea, dyspareunia, coeliac disease, adenoma benign, secondary anaemia, neck pain, iron deficiency anaemia, arterial hypertension, sleep disorder. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in an adult female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: denied any relevant past medical-surgical history at the time of the events. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("excessive vaginal bleeding"), pelvic pain ("pelvic pain"), metal poisoning ("metallosis"), headache ("intense headaches"), back pain ("lumbar pain"), fatigue ("tiredness"), alopecia ("hair loss"), loss of libido ("lack of sex drive"), anger ("rage fits against her environment"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (subtotal hysterectomy, right adnexectomy and left salpingectomy performed). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the allergy to metals, swelling, hypersensitivity, vaginal haemorrhage, pelvic pain, metal poisoning, headache, back pain, fatigue, alopecia, loss of libido, anger, anxiety and depression outcome was unknown. The reporter considered allergy to metals, alopecia, anger, anxiety, back pain, depression, fatigue, headache, hypersensitivity, loss of libido, metal poisoning, pelvic pain, swelling and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she underwent essure removal surgery when she was 55 years old, due to nickel allergy and complications associated with such allergy. She was referred from the outpatient department. On a medical report from (B)(6) 2019 stated that no metallic devices similar to essure appear to be present. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive results to percutaneous testing / allergy to metals, among others, those that compose the device itself, such as nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-mar-2021: the ha number was received and update to imdrf/FDA codes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in an adult female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: denied any relevant past medical-surgical history at the time of the events. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("excessive vaginal bleeding"), pelvic pain ("pelvic pain"), metal poisoning ("metallosis"), headache ("intense headaches"), back pain ("lumbar pain"), fatigue ("tiredness"), alopecia ("hair loss"), loss of libido ("lack of sex drive"), anger ("rage fits against her environment"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (subtotal hysterectomy, right adnexectomy and left salpingectomy performed). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the allergy to metals, swelling, hypersensitivity, vaginal haemorrhage, pelvic pain, metal poisoning, headache, back pain, fatigue, alopecia, loss of libido, anger, anxiety and depression outcome was unknown. The reporter considered allergy to metals, alopecia, anger, anxiety, back pain, depression, fatigue, headache, hypersensitivity, loss of libido, metal poisoning, pelvic pain, swelling and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she underwent essure removal surgery when she was 55 years old, due to nickel allergy and complications associated with such allergy. She was referred from the outpatient department. On a medical report from (B)(6) 2019 stated that no metallic devices similar to essure appear to be present. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive results to percutaneous testing / allergy to metals, among others, those that compose the device itself, such as nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in an adult female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: denied any relevant past medical-surgical history at the time of the events. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("excessive vaginal bleeding"), pelvic pain ("pelvic pain"), metal poisoning ("metallosis"), headache ("intense headaches"), back pain ("lumbar pain"), fatigue ("tiredness"), alopecia ("hair loss"), loss of libido ("lack of sex drive"), anger ("rage fits against her environment"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (subtotal hysterectomy, right adnexectomy and left salpingectomy performed). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the allergy to metals, swelling, hypersensitivity, vaginal haemorrhage, pelvic pain, metal poisoning, headache, back pain, fatigue, alopecia, loss of libido, anger, anxiety and depression outcome was unknown. The reporter considered allergy to metals, alopecia, anger, anxiety, back pain, depression, fatigue, headache, hypersensitivity, loss of libido, metal poisoning, pelvic pain, swelling and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she underwent essure removal surgery when she was (B)(6) years old, due to nickel allergy and complications associated with such allergy. She was referred from the outpatient department. On a medical report from (B)(6) 2019 stated that no metallic devices similar to essure appear to be present. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive results to percutaneous testing / allergy to metals, among others, those that compose the device itself, such as nickel. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.